Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was frayed at the distal clevis. No damage found on pulley and the clevis. Engineering also found deep scratches on the main tube. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. Engineering concluded that the damage was likely due to mishandling. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing the da vinci si surgical fenestrated bipolar forceps instrument was noted to have frayed wires. No patient harm, adverse outcome or injury was reported.